Event description:
It was reported that a patient's peritoneal dialysis (pd) catheter leaked. It was not reported whether the leak occurred on the body of the catheter or at the site of the titanium adapter. The patient experienced abdominal pain and was treated prophylactically with antibiotics (vancomycin 1.5 gm and gentamicin 80 mg) and heparin (1000u) intraperitoneally as a preventative measure. The catheter was trimmed and put back together after soaking in alcohol. The patient was seen one week after the event to assess the leaking catheter. The results of this visit were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.